Event description:
As reported by the edwards clinical specialist, during transcatheter aortic valve replacement (tavr), the sapien valve was positioned 50:50 across the native aortic annulus but shifted to 70:30 aortic upon balloon inflation, resulting in 2+ paravalvular leak (pvl). Per report, the native annular diameter was 23mm by tee. The aortic root and native leaflets were severely calcified. The patient's left ventricular ejection fraction was 55-60%. There was no mitral annular calcification (mac) or septal hypertrophy. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During sapien valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Per report, the cause of the aortic movement during balloon inflation could not be determined. The pvl was thought to have been the result of the native annulus not being completely sealed due to the 70:30 aortic placement of the sapien valve.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the aortic placement cannot be confirmed. None of the above patient and/or procedural factors was reported to be present. The pvl appears to have been the result of the 70:30 aortic placement of the initial sapien valve. The pvl was resolved by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.